Event description:
Patient was complaining of increased pain over a 1-2 hour time frame, alternate therapies were incorporated in the care repositioning, and application of ice to surgical site. It was then discovered the sheets were wet, and fluid on the floor, from the IV and pca infusion. The tubing was inspected to verify the connections were all tight, the tubing was leaking at the site where the ivf connects to the pca tubing - tubings both IV and pca changed without further issue.

Manufacturer narrative:
The following elements have blank data. Unique device identifier (UDI): for type of device: set, administration, intravascular.

Event description:
Patient was complaining of increased pain over a 1-2 hour time frame, alternate therapies were incorporated in the care repositioning, and application of ice to surgical site. It was then discovered the sheets were wet, and fluid on the floor, from the IV and pca infusion. The tubing was inspected to verify the connections were all tight, the tubing was leaking at the site where the ivf connects to the pca tubing - tubings both IV and pca changed without further issue.